Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
The literature article entitled, "blackburne¿peel ratio predicts patients¿ outcomes after total knee arthroplasty" written by henrik behrend,tilman graulich, rene gerlach, christian spross, and andreas ladurner published by knee surgery, sports traumatology, arthroscopy published online 08 june 2018 was reviewed. The article's purpose was to discuss the correlation of the insall-salvati ration and blackburne-peel ration to the clinical outcomes of total knee arthroplasty. Data was compiled for 282 computer navigated primary lcs (depuy knee system) tkas implanted between 2008 and 2012. Cement manufacturer is not identified and patellar resurfacing was not performed. Figure 1-5 provide radiographic images to illustrate use of patellar height measurements with various ratio types applied. Depuy implants: lcs femoral, lcs insert, lcs tray. Adverse events (provided in table 4 only): intraarticular hematoma (treated by lavage) stiffness (treated by arthroscopic arthrolysis and mobilization under anesthesia) suspected infection (treated by lavage) deep infection (treated by debridement/lavage and change of insert).